Event description:
Event description cpi received information that this endocardial lead was capped due to inappropriate therapy and a rise in impedance measurements. The lead was replaced with a new lead of the same model.